Event description:
It was reported, the pocket was revised because, the position of the implantable neurostimulator (ins) was uncomfortable for the patient. Additional information received reported, the patient was receiving effective therapy. It was reported, the new ins was reprogrammed exactly like the old one, and their coverage/therapy effectiveness had not changed.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a160, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).